Manufacturer narrative:
(B)(6). (B)(4). Product analysis:- no damage noted to the threads of mas head threaded interface. Visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. Conclusion: the above findings are consistent with torsional overload.

Event description:
During the revision spine surgery, the tip of the screw driver broke while attempting to adjust the screw. The broken tip remained inside the patient. The tip is still in the head of the screw blocked in place by the rod. No patient complications were reported due to this event.